Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microvascular plug detached on its own and migrated to a place where there was no harm to the patient. A second plug of the same lot was then used which was noted to have also detached too easily. There were no patient symptoms alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the causes of the first plug detaching on its own, second plug detaching to easily were unknown. The patient was ultimately trated with a second plug at the target site. There was no tortuosity at the landing zone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no resistance felt during delivery a continuous flush was used during the case, and there was no bend or torque to the pushwire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvp pushwire (model: mvp-9q; lot: a509896) was returned for analysis within a shipping box; within a sealed tyvek bio-pouch; within two sealed plastic bio-pouches and within an opened mvp inner pouch. The plug will not be returned for analysis as it remains within the patient. The mvp pushwire was decontaminated as per (B)(4). No bends or kinks were found with the pushwire. There were five partial filled coil gaps with the pushwire distal threaded section. There does not appear to be any excess solder found with the five partially filled coil gaps which is acceptable as per (B)(4). The distance from the tip of the pushwire to the bushing thread start was measured to be 0.009¿ which is within specification (specification 0.010¿ ± 0.002). The mvp plug was found to be separated from the pushwire at the detach zone. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.